Event description:
The report we received from the field indicated that, during coil placement within the aneurysm, difficulty was experienced advancing a 10 x 30 orbit coil through the microcatheter (mc). This coil was removed from the mc. Attempted were made using the second coil, but it was unsuccessful. The mc and coil were removed as one unit. Another mc was inserted over the guidewire, the target site was obtained and the procedure was completed. Reportedly, continuous flush solution was maintained through the mc. There was no reported pt complications.